Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 429 mg/dl. The customer treated with the pump. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The insulin pump passed the high pressure test. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.